Event description:
A healthcare facility reported that three pts experienced endophthalmitis after surgery. The facility was not able to identify a contributory device for the event and only mentioned that two of the surgical paks used on the pts shared the same lot number. According to the surgeon, no microbiological link was found between the three reported cases. This report is for a pt who experienced endophthalmitis the day after uneventful phacoemulsification with intraocular lens implementation and standard self sealed temporal incision. The pt was administered intravitreal antibiotics twice, followed by vitrectomy. The event was reported to be not resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).